Event description:
It was reported the patient developed an infection. The right ventricular lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the inner insulation had breached metal ion oxidization. It was also noted that the inner and outer insulation had cosmetic metal ion oxidization, there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and the lead was strectched.